Manufacturer narrative:
Despite attempts to obtain further information, including complaint description, serial numbers of machines involved, dates of events, etc., no response has been received. If further information is received, a follow-up report will be sent.

Event description:
The hospital reported failure of the unit(s). No further details available.